Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that immediately post implant of this 23mm aortic bioprosthetic valve, it was reported that the postoperative echocardiogram (echo) demonstrated mild central aortic regurgitation. It was also reported that the implanting physician noted the leaflets of the valve resembled that of a 21mm valve on a 23mm stent. It was further noted that during implant, the patients cardiac function was not poor and the valsalva was too big and did not hit the stent post, indicating that the stent post was not collapsing inward or causing the regurgitation. No additional adverse patient effects were reported.